Event description:
Pt had undergone mitral valve implant approx 5 months ago and developed congestive heart failure. Echo revealed significant pulmonic valve leak resulting in insufficiency. Re-op was performed. Pt had no history of fever, chills or other infection. At explant, a large pv leak was observed near the "left atrial appendage." The valve was removed and "scar tissues and foreign materials" debrided from the annulus. Another sjm valve was then implanted.